Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was partially deployed and the guide tube, needle and sheath were bent. The posterior cuff remained in the foot pocket with the tabs intact, but the anterior cuff was out of the foot pocket with the tabs damaged and one of the anterior cuff tabs was broken off and was not returned. During testing, an attempt was made to insert the plunger; however, it could not be completed due to the bent needles. An attempt was then made to use a proxy plunger and it could not be completed due to the bend in the guide tube. During manufacturing, the sheath is inspected to assure they are free of kinks, damages or blockages. Base on the reported information the lever was raised and lowered, the foot opened and closed, and functioned normally without resistance. The bending of the guide tube, sheath and needles is consistent with the reported resistance being encountered during device insertion. It should be noted that the instructions for use states: do not advance or withdraw the device against resistance until the cause of that resistance had been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The continued deployment after resistance was encountered is evidenced by the needle deployment and subsequent anterior needle detachment. It appears that the bending of the guides and needles may have contributed to the posterior cuff miss and subsequent anterior cuff detachment. A cuff-miss can be influenced by many factors, including, but is not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. The needle trajectory of each device is inspected during manufacturing. No manufacturing or quality issues were detected. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records found there were no nonconforming material records that would have affected the reported difficult to insert sheath or the failure to deploy the foot in this case. Based on the analysis of the device, reported information and the inspection criteria, the cause of the damaged detected with the device and the subsequent failure to achieve hemosatsis was due to a failure to follow the instructions during use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when the device was inserted into the anatomy, resistance was encountered. An attempt was made to deploy the foot, but the lever couldn't be pushed down. The device was taken out and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.